Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a false occlusion alarm. According to the report, the alarm occurred during infusion of lactated ringer's solution using a baxter extension set with a non-baxter primary set. The solution flowed for a few seconds, stopped, and the alarm then occurred. When the extension set was removed, the alarm cleared and the infusion continued without issues. After the alarm, the extension set was flushed with saline, and the solution flowed through the set with no issues. As no actual occlusion was identified, the event was indicative of a false alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.